Event description:
Reporter received an er1 message but cannot recall the date or how long ago. She does not recall if she retested after receiving the message. The meter memory at time of contact with lifescan is as follows; 430,hi,289,hi, 309,444,299,430,hi,hi. The vial of strip she has are expired, expiration date 7/1998. She contacted her dr regarding the elevated blood glucose.